Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and it was determined that the device failed pre-test for vibration. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the parts of the attachment device such as balls of 2 bearings, the inner ring of one bearing, and the washer were missing. It was also found that the housing at the handpiece coupling was bent to a certain degree and it was not possible to attach to the handpiece. The device was disassembled, and it was observed that the inner diameter of the washer was enlarged and deformed, and the interior wear parts were heavily used and worn out. It was further determined that the device failed pretest for visual assessment, lock operation, pre-loading, cutter insertion, and vibration assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.